Event description:
It was reported the patient underwent stenting of the right iliac artery followed by deployment of a 6f sts angio-seal device. Approximately 2-3 weeks later, the patient returned with numbness and pain in the right leg. A femoral angiogram revealed a stenosis at the site of angio-seal deployment. Tissue plasminogen activator (t-pa), angiojet, and balloon angioplasty were attempted; results were unacceptable. The patient was taken to surgery, where reportedly collagen was removed from inside the artery. The patient returned for a femoral angiogram on the left side, which revealed an iliac stenosis. Again, a stent was placed followed by an angio-seal to seal the arteriotomy site. The patient returned after approximately 2-3 weeks with symptoms of numbness and pain in the left leg. Treatment was similar to the right side, again, with unacceptable results. The patient was taken to surgery where the surgeon reportedly removed collagen from inside the artery. The patient is reportedly recovering. The implant date for the angio-seal devices were; right 2003, left 2003. Review of x-ray films revealed images of the right and left iliac arteries with diffuse peripheral vascular disease. Further images revealed post angioject treatment and 14 hours post t-pa treatment, which results in little change in the subtotal occlusion of the common femoral artery at the angio-seal deployment site. A translucent object was seen at the angio-seal deployment site on the right side. Further images revealed the right common femoral artery 24 hours post t-pa treatment. A contralateral approach from the left femoral artery was used to angioplasty the right common femoral artery with slight improvement in flow in the area of the angio-seal site. The translucent object remained, along with the partial occlusion of the common femoral artery. The final image revealed the initial run off study of the left iliac artry. There was a total occlusion of the common femoral artery just above the bifurcation of the superficial femoral artery and the femoral artery and the femoral profunda artery. There was also a total occlusion of the femoral profunda artery distal to the bifurcation with the superficial femoral artery.